Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms the medium hex driver is damaged on both ends of the device. The hex driver shaft was not returned for evaluation. This instrument shows significant signs of use and wear. This device was manufactured in 2018. A review of complaint history on the listed parts revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during surgery the medium hexdriver broke. This happened during use outside the patient. No delay. S&n back up device was available to complete the procedure. No injuries or other complications were reported at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.